Manufacturer narrative:
Additional procode: erl, dzi. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 03.511.248s lot # 7l71294 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 05 jan 2021 expiration date: 01 jan 2031 non-sterile: part #: 03.511.248 lot #: u366918 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 21 sep 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the procedure due to malocclusion. During the procedure, two (2) matrix drill bits broke in the unknown guide. It was stated that the unknown guide was misaligned and caused difficulty drilling through. The procedure was successfully completed as the surgeon drilled through the plate free hand. There was a surgical delay of ten (10) minutes. The patient outcome is unknown. There is no further information available. This report is for one (1) matrix drill bit ø1.4 w/stop l44.5/8. This is report 2 of 3 for (B)(4).